Event description:
Ae assessor was speaking to the patient when the patient stated that the v-go loosened after about 12hrs of wearing it. Patient stated in the corners the adhesive loosens and the needle poked the patient. Patient denies sweating or interference from clothing or wheel chair and is preparing site with alcohol wipes.